Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the cylinder. The old reservoir remains in situ but not in use. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent a thorough analysis. Under a microscope, the first cylinder had wear, a hole and a leak at a fold in the proximal end of the cylinder. Under a microscope, the second cylinder had wear at a fold in the proximal end of the cylinder. This cylinder passed the leak test. Under a microscope, the pump tubing was cut down to the pump block and the tubing was not returned for analysis. The pump did not pass activation testing. Based on the information available and analysis results, the reported hole in the tubing were unable to be confirmed but the device mechanical issue was confirmed. Therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the cylinder. The old reservoir remains in situ but not in use. No patient complications were reported.